Manufacturer narrative:
Please note that the following sections are being updated based on additional information provided by a penumbra distributor on 05/27/2020: 1. Section d. Box 10. Device available for evaluation? 2. Section d. Box 10. Returned to manufacturer on 3. Section h. Box 3. Device returned to manufacturer? 4. Section h. Box 3. Device evaluated by manufacturer? 5. Section h. Box 6. Results codes. 6. Section h. Box 6. Conclusions code.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the superior mesenteric artery (sma) using penumbra smart coils (smart coils) and non-penumbra microcatheter. It was noted that the patient¿s anatomy was tortuous. During the procedure, a smart coil was stuck and would not advance within its introducer sheath. Therefore, the smart coil was removed. The procedure was completed using new smart coils, other coils and, the same microcatheter. There was no report of an adverse effect to the patient.